Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. (B)(4): user's test strip had poor storage according with the complaint.

Event description:
Consumer reported complaint for high blood glucose test results. The expected fasting blood glucose test result range is 360 to 485 mg/dl. The blood glucose testing is performed four times daily. The customer is currently taking insulin to manage diabetes. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. Customer reported they had gone to hospital emergency room three times for an unrelated illness during the past three weeks. Comparison of blood glucose test results by customer from truetrack meter to physician meter. Back to back blood test performed by customer fasting on (B)(6) 2015 produced test results of 243 mg/dl using truetrack meter and 179 mg/dl using physician meter. The product is not stored by customer according to specification since retained in kitchen. The test strip lot manufacturer's expiration date is 10/27/2017 and open vial date is (B)(6) 2015. The meter memory recalled for fasting test results performed with test strip lot # rs4665 (date / time not set): (B)(6). Adverse event not reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found on returned meter and test strips. Most likely underlying root cause of malfunction: user's test strip had poor storage according with the complainant.

Event description:
Consumer reported complaint for high blood glucose test results. The expected fasting blood glucose test result range is 360 to 485 mg/dl. The blood glucose testing is performed four times daily. The customer is currently taking insulin to manage diabetes. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. Customer reported they had gone to hospital emergency room three times for an unrelated illness during the past three weeks. Comparison of blood glucose test results by customer from truetrack meter to physician meter. Back to back blood test performed by customer fasting on (B)(6) 2015 produced test results of 243 mg/dl using truetrack meter and 179 mg/dl using physician meter. The product is not stored by customer according to specification since retained in kitchen. The test strip lot manufacturer's expiration date is 10/27/2017 and open vial date is (B)(6) 2015. The meter memory recalled for fasting test results performed with test strip lot# rs4665 (date / time not set): 1:217mg/dl (B)(6) 2015 11:05am; 2:243mg/dl (B)(6) 2015 11:36am; 3:253mg/dl (B)(6) 2015 10:43am; 4:137mg/dl (B)(6) 2015 06:35pm; 5:280mg/dl (B)(6) 2015 12:33pm. Adverse event not reported.